Manufacturer narrative:
The initial reporter's phone number:(B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the use was discontinued because a foley catheter spontaneous expulsion event occurred on the third day of retention. The balloon that was spontaneously expelled shows signs of rupture and had missing parts at the rupture site. There was a possibility that fragments remain inside the body, but since the patient was an emergency case and in poor condition, confirmation with a cystoscope cannot be done at present and was planned for a later date.